Event description:
It was reported that during an esophogastroduodenoscopy (egd) procedure, a shaft break occurred. The lesion was located in an unspecified portion of the duodenum. The wallflex enteral duodenal 22mm x 12mm stent delivery system (sds) was advanced to the lesion, however, the distal catheter broke in half upon deployment. It was not known how the device was removed, however, it was noted that "nothing was left in the patient". The procedure was completed with another of same device. The patient's status is reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.